Manufacturer narrative:
D4: unique device identifier (UDI) not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server devices were going into uncommented auto critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device moved into auto critical override. The technical support specialist (tss) reviewed the server data synchronization error logs and identified a no sync download messages. Tss restarted the data synchronization services, referred the knowledge article "multiple devices with download stopped ¿ current subscription cycle stuck" and identified the proximate root cause as network packet loss preventing the sync service from timing out. Tss updated the carefusion dispensing sync service timeout value from two minutes to twelve minutes. The customer informed that an es upgrade to 1.11/1.12 in couple of months which should resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server devices were going into uncommented auto critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.